Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported, that the root cause has not been identified. However, the legal manufacturer reported, that the probable cause for the reported event was as follows: there was no awareness of the process of bedside cleaning at facility, so bedside cleaning was not performed. Although, there is a possibility of human error. It was not possible to determine root cause, due to the lack of detailed descriptions in the content raised.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility to obtain additional information regarding the reported event. The user facility believe that the pre-cleaning was not being performed because its educator was not aware of this process. At the time of the event. The customer was offered a reprocessing in-service with an olympus endoscopy support specialist. However, the user facility reported that a third party company trimedix is used and the training would need to be conducted by them. Since the reported event the customer has reported that instrument management services (ims) has provided the reprocessing training. The scopes are being decontaminated in a sterrad device and soaked for over an hour. The bedside cleaning is now being performed in the or. After the scopes are decontaminated they are being stored in a sterile container. The device will be returned to the service center for evaluation. The urf-v instruction manual in the ¿ reprocessing before the first use/reprocessing and storage after use¿ section states ¿this instrument was not cleaned, disinfected, or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. After using this instrument, reprocess and store it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 9, ¿storage, transporting outside the hospital and disposal¿. Improper and/or incomplete reprocessing or storage can present an infection-control risk, cause equipment damage or reduce performance.¿

Event description:
The service center was informed that the customer does not perform pre-cleaning on the scope immediately after the procedure. The user facility requested a reprocessing in-service with an endoscopic support specialist (ess) to correct the deficiency. There was no patient involvement or patient infection reported.